Manufacturer narrative:
The pump after battery installation unit gave a full segments display due to faulty interface board. There was no blank display anomalies noted. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.